Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger, UDI#: (B)(4) h3 device evaluation: analysis of the recharger telemetry module (rtm) found the cable insulation peeling away from the donut end of the rtm and exposed wires. A no device found message was observed with the rtm. There was no burning of the cord observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that their recharger telemetry module (rtm) cord started smoking and that the cord was burned since about (B)(6) 2024. The patient confirmed no patient harm and added that they had lost their ac power supply cord. A replacement rtm and ac power supply cord were requested.